Manufacturer narrative:
Result: the ruby coil pusher assembly was fractured approximately 19.3 cm from the proximal end. The coil was detached from the pusher assembly; however, the pet lock at the proximal end of the pusher assembly was intact, indicating that the coil was not detached as intended. The proximal end of the fractured pusher assembly was inside the coil introducer sheath. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil was removed from the patient then re-inserted and detached unintentionally in the microcatheter. Evaluation of the returned device confirmed unintentional detachment of the coil from the pusher assembly. Based on the evaluation of the returned device, it appears that detachment was likely due to the observed fracture in the pusher assembly, causing the pull wire to retract outside the capture feature of the distal detachment tip, releasing the coil. The pusher assembly was likely fractured due to excess force placed on the device when advancing it through the microcatheter. The coil and pusher assembly dimensions were measured and determined to be within specification. There was no indication of a product malfunction. Excess friction or resistance when advancing the coil was not described in the complaint however, breaks of this type are usually associated with pushing the coil against resistance. The device appeared to have advance through the microcatheter on the first pass without issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician decided to retract and re-sheath the ruby coil as it was not forming as anticipated. The physician attempted to advance the ruby coil again; however, the ruby coil unintentionally detached inside another manufacturer's microcatheter. The microcatheter was removed with the detached ruby coil inside of it. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Additional information was provided to the manufacturer with the patients' details. No further information is available; the manufacturer is closing its file.